Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had been reprocessed by inadequate method. The issue was observed during reprocessing. There was no patient harm reported.

Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. The event can be prevented by following the instructions for use which state: drawing number and revision number of IFU: gk4802_27 to perform proper reprocessing, the equipment in the following table is required. For details on preparation and directions for use of the following equipment, refer to the respective instruction manuals or contact the equipment manufacturer. Contact olympus for the names of specific brands of detergent solutions and lubricants. Ultrasonic cleaner: use a medical grade ultrasonic cleaner with a frequency range of 38 ¿ 47 khz, and with a depth and a diameter large enough to allow complete immersion of the instrument when the insertion portion is coiled with a diameter of not less than 15 cm. Detergent solution for ultrasonic cleaning: use a neutral ph, low-foaming, medical grade detergent solution with no abrasive. Ultrasonic cleaning: 1. Immerse the entire instrument in the ultrasonic cleaner containing detergent solution. 2 clean ultrasonically for 30 minutes. For details on operation of the ultrasonic cleaner, refer to the instruction manual of the ultrasonic cleaner. 3 remove the instrument from the detergent solution. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had been reprocessed by inadequate method. The issue was observed during reprocessing. There was no patient harm reported.